Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via an 8f sheath prior to an electrophysiology premature ventricular contraction interventional procedure. Reportedly, the sutures of two proglide devices did not capture the vessel, the sutures came out when the devices were removed from the anatomy. The sheath was upsized to greater than 8.5f and the procedure was completed. Hemostasis was achieved with a figure of 8. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.